Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. The patient reports for the past 2 nights after several hours they are being asked to change the pod as the pod is shutting off every 4 hours. The patient had not responded to the pod shut off advisory alarms. The patient was discharged from the hospital after 3 days. The patient is using a back up method at this time.